Event description:
It was reported that this right ventricular (rv) lead has been showing an increase at the shock lead impedance values to high, out of range measurements. A lead calcification build up was discussed as no sudden jumps were observed at the report. Various programming options were discussed. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.